Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump touch screen was unresponsive and became frozen. There was no reported impact to the customer's blood glucose level. Reportedly, customer performed self-troubleshooting and pump responded to presses.